Manufacturer narrative:
Lens was returned dry in a microcentrifuge vial. There was clear surgical residue/debris on the product and clear and red residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Conclusion code: off-label use (pre-existing condition of cataract in the operative eye or non-traumatic cataract in the fellow eye). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -13.5 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vault, refractive surprise, and loss of bcva. The problem was resolved.